Event description:
On (B)(6) 2012, it was reported that a physician's handheld device was continually freezing, typically on the main menu before it was used to interrogate and program patients. A hard reset resolved the frozen screen, but the device would continue to freeze later. Attempts for product return have been unsuccessful.

Event description:
The handheld device and software flashcard were returned on (B)(6) 2012. Product analysis was completed. The flashcard was returned for the following alleged reason: "computer software error, frozen screen". An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.